Event description:
On (B)(6) 2012 customer reported that the act diff was leaking and the fluid was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the white blood cell (wbc) and red blood cell (rbc) baths were draining slow and overflowing. Fse replaced the solenoid pinch valve and the peristaltic pump drain tubing. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).